Event description:
It was reported that the guidewire became entangled with the catheter. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During procedure, wire from ivus became tangled and stuck in patient's right radial artery. It was unable to remove catheter and patient had to have surgery. No patient complications reported.

Manufacturer narrative:
B5 describe event or problem: updated. E1 initial reporter name: updated. E1 initial reporter address: updated. E1 initial reporter email: updated.

Event description:
It was reported that the guidewire became entangled with the catheter. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During procedure, wire from ivus became tangled and stuck in patient's right radial artery. It was unable to remove catheter and patient had to have surgery. No patient complications reported. It was further reported that a stent was deployed in the left main artery. During motorized pullback, ivus was still recording, an attempt was made to manually re-sheath the catheter. However, the catheter became tangled and knotted around the wire, making it impossible to pull back between the guide. Advancing on live imaging might have caused this issue. Attempt was made to remove the sheath with ivus, in the presence of a vascular surgeon, but was tensioning radial artery. This necessitated a cutdown procedure and post procedure there was some disruption. The patient returned for a second procedure and the device was removed successfully.